Event description:
The customer called technical support (ts) reporting that during preventative maintenance it was observed that the device has touchscreen issues. The customer reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. The field service engineer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. The resistance measurements and resistance ratio test passed. The reported complaint touchscreen failed was not duplicated. There is no fault found on this returned touchscreen assembly.